Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a motor rate error, the motor not running. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, and no physical or any other damage was observed. Root cause of the reported issue is unknown as no fault was found. Replaced the motor assembly as a preventive measure as the parts were over 9 years old, and performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received on 09-sep-2022 via email and attached to complaint object: reporter does not have the patient and run information when the error occurred. Reporter believes they saw more than one alarm for that in the history. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.